Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
According to the available information, a full-term neonate was catheterized with mandrel in place. The catheter was easily assembled and the balloon was inflated. On removal of the mandrel, the patient experienced transitory hematuria and spontaneous diuresis. The catheter was removed and the patient was treated with an injection of exacyl.